Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead had the impedances.

Manufacturer narrative:
Additional information indicates that following a routine ipg replacement, post-procedure programming restored effective therapy. There is no device malfunction; therefore, this device is no longer considered reportable. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000093836.

Event description:
Following a routine ipg replacement, post-procedure programming restored effective therapy.